Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation, the trunk cable was cut and the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a severed brown (+5v) and orange (-5v) wires in the trunk cable. The root cause for the severed wires and cut cable was physical abuse. No adverse event resulted from the defective electrode belt.